Manufacturer narrative:
(B)(4). The results of the investigation concluded the catheter met specifications for electrical and temperature testing, and functioned per requirements during an ablation simulation test with no functional anomalies noted. In addition, the catheter deflected in both directions when actuating the steering mechanism, and deflected in the correct shape according to specifications. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer reference 3005188751-2016-00058, 3005188751-2016-00059, 3005334138-2016-00044. During an atrial fibrillation procedure, a pericardial effusion occurred. The pulmonary veins were isolated and lines were completed from the lipv (left inferior pulmonary vein) to the mitral valve and anterior to the mitral valve. A second transseptal puncture was completed and isolation of the left superior pulmonary vein and the lipv was confirmed with a reflexion spiral catheter. The reflexion spiral catheter was moved to the right superior pulmonary vein and the patient became hemodynamically unstable. An effusion was confirmed at the apex of the heart using an ice catheter. The heparin was reversed, a pericardiocentesis was performed, and ffp was administered to stabilize the patient. The patient is in stable condition. There were no performance issues with any sjm device.